Event description:
Malfunctions with insulet corporation's omnipod personal diabetes management system. Today, I had another error with a replacement pod, after having a problem with a pod that had only been used for 3 hrs. After calling the customer help number at omni pod, they informed me that they would replace the defective pods. They always replace the defective pods, however, they never replace the lost insulin in those defective pods. The issue is the replacement pods that are defective out of the box. They fail to initiate, requiring you to open yet another replacement pod. Including the occurence today, I have had similar issues with 8 replacement pods. I have only been using this insulin mgmt system for 5 months. I think FDA needs to look into this device and force insulet corp to correct these problems. I would not recommend this product to anyone and should have opted for another brand pump system. At the cost for each replacement pod plus all of the lost insulin, my insurance company is paying a lot of money for products that are just ending up in the garbage. Not to mention, the money that I am losing in co-pays. I am not the only one having problems with this device. Dates of use: 2009. Diagnosis: diabetes, better blood sugar control.